Manufacturer narrative:
Update provided by the sales rep on (B)(4) 2018: no information regarding primary case, explants lots and reason for revision is provided by the surgeon.

Event description:
On (B)(4) 2018 we were informed about an amistemh revision planned for (B)(6) 2018. The surgeon didn't want any medacta employee present at the revision surgery.